Manufacturer narrative:
(B)(4).

Event description:
It was reported to iridex corp that the pt was undergoing a laser procedure for glaucoma and sustained scleral and corneal partial thickness burns. The g-probe was not working properly and a new probe was used to complete the procedure. The pt is recovering and the affected areas are healing and will require an extended recovery time that was anticipated from initial surgery. Additional info from the user facility report: pt was having external diode laser procedure for glaucoma. Laser application was begun and surgeon didn't feel laser working properly. A new probe was used and worked for remainder of case. Fluorescing stain to eyes to look for damage. Pt had scleral and corneal burns. Partial thickness burns to cornea.